Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported customer experienced hyperglycemia after receiving an error message while using the infusion pump; was admitted to the hospital and treated with an actrapid injection. .